Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 450cc and experienced bilateral rupture post-operatively, which was confirmed via CT scan/MRI. Patient reportedly also experienced breathing difficulties and inability to move or use arms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.

Manufacturer narrative:
On mar 17 2022, additional information was received indicating the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(6)) on jan 1 2021. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 11 2022, additional information was received indicating the date of implantation was (B)(6), 2006. The date of explantation was identified as (B)(6), 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the patient also experienced lymphadenopathy on the left side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).